Manufacturer narrative:
Findings: no unexpected motor error alarms and off no power alarms noted. Passed displacement test, rewind test, basic occlusion test, prime/a33 test, occlusion test, excessive no delivery test and off no power test. The operating currents were in spec. Leaking motor oil noted. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he has had 4 motor error alarms in the last 2 weeks. Customer recently had a new battery. Customer had a motor error alarm and an off no power alarm in the alarm history. Customer stated that the alarm occurred when he was giving himself a bolus. Customer stated that he has high blood glucose level issues and does not take care of himself. Customer does not think there is a problem with the pump. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer declined troubleshooting for the off no power alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.